Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7 bd q-syte¿ luer access split-septum stand-alone devices experienced flow issues and were clogged/blocked. The following information was provided by the initial reporter: during the use of the product, the user found that there was liquid blockage, and no blood can be drawn back.

Event description:
It was reported that 7 bd q-syte¿ luer access split-septum stand-alone devices experienced flow issues and were clogged/blocked. The following information was provided by the initial reporter: during the use of the product, the user found that there was liquid blockage and no blood can be drawn back.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/9/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received four q-sytes. Three of the q-sytes were returned with blue dust caps. Visual/microscopic evaluation was performed, and no physical/mechanical damage was observed on any of the external area of the q-syte devices. A functional test for flow was performed and water flowed through the q-syte without any problems. The defect was not identified, confirmed, or replicated with the returned samples. The returned samples did not display any adverse characteristics that would contribute to the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.